Manufacturer narrative:
Facility experienced an event with the proximate reloadable linear stapler while performing a thoracotomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971878. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, handle shroud condition, and hook/anvil condition, good; cartridge batch number, a)j45l9f bc)j00h; cartridge condition, retaining pin arm condition, and retaining pin condition, abc)good; cartridge positioned properly, na; closure trigger position, and firing trigger position, open; proper cartridge, yes; staples present, a) 1 bc)no. Functional tests & results: cartridge lockout functional, closure stroke functional, firing trigger lockout functional, instrument cycled, proper cartridge guide, staples fire properly, staples form properly, and staples heights conforming, yes; cartridge rear cap present, abc) yes; release button condition, and trigger release condition, good; and test cartridge batch number, k46e4d. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The instrument was received in good physical condition. There were 3 spent cartridge reloads returned with the complaint instrument. There was an unformed staple observed to be remaining in the end pocket of cartridge reload 'a'. It was concluded that the cartridges were conforming to design specifications. The instrument was examined and was found to be functional. A test cartridge was loaded onto the instrument and was cycled, fired, and properly formed all staples. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.